Manufacturer narrative:
The device has been disposed by the customer. Since no lot number was provided, no device history record review could be performed. (B)(4).

Event description:
During an ablation of the isthmus, it was reported that a steam pop and a cardiac tamponade occurred. The outcome of this event is that the patient remained stable. On (B)(6), received additional information requested from bwi representative stating that the physician confirms that the bwi product was not suspected to be the cause of the incident; the event was not device related.